Event description:
It was reported the patient was admitted to ICU on (B)(6) 2015 for sepsis. A fecal management system (fms) was inserted to control diarrhea and left in situ for three days. The fms was then removed as the patient's diarrhea had resolved. The fms was reinserted twenty-four to forty-eight hours later. On (B)(6) 2015, the patient complained of 'rectal pain' and the fms was removed. Upon removal a peri-anal tear was noted. No treatment was needed and no further patient consequences were reported.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No further information was available at the time of the report. Additional patient/event details have been requested. Should additional information become available a follow-up report will be submitted.